Manufacturer narrative:
The manufacturer did not received devices, x-rays, or other source documents for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4). Note: split case with zimmer (B)(4) complaint (B)(4).

Event description:
It was reported that the patient was implanted with an allofit-s alloclassic shell 52/ii on (B)(6) 2013 since implantation patient is experiencing constant pain and also had difficulties walking. Initial surgery was performed in nelspruit mediclinic in (B)(6) after patient from USA broke her right femur neck during her vacation. She had to wait one week until the tha took place. Surgical report does not mention any anomalies during surgery. Patient being monitored due to pain, no revision surgery planned at the moment.